Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and exchange from textured to smooth.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange from textured to smooth. Device has been explanted.

Event description:
Healthcare professional clarified right capsular contracture baker grade from unknown to grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight , crease fold, white calcification in the shell, deformation and wear abrasion . Voids was observed after autoclave disinfection process. . After weighting the device, it is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is: no issues found related with the manufacturing process.